Manufacturer narrative:
Qn # (B)(4). The reported complaint that the "balloon did not fully expand" was not able to be confirmed upon the inspection of the returned sample. The customer returned a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number on the returned sample (inp-4) for investigation. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag (inp-1, inp-2). Upon return, the one-way valve was connected and tethered to the short driveline tubing (inp-6). The bladder was fully unwrapped (inp-7). Multiple bends to the iabc outer/central lumen were noted at approximately 20.8cm, 42.6cm and 63.8cm from the iabc distal tip (inp-8, inp-9, and inp-10). Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No sheath was noted on the returned iabc or returned with the sample. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was leak tested using the lt-l-015 in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 20.8cm, 42.5cm and 64.2cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. Some blood exited with the guidewire. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 13.4cm, 34.8cm and 54.2cm from the iabc luer, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. Some blood ex ited with the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states, "the doctor alleges he felt resistance when he passed the balloon through the 8fr cordis introducer. When they connected the balloon, it did not expand completely". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The report states, "the doctor alleges he felt resistance when he passed the balloon through the 8fr cordis introducer. When they connected the balloon, it did not expand completely". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".